Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Contacts 8/10/11/12/13/14/15 are all over 40,000. Can¿t reprogram because only one contact functional on cervical lead. A return of pain was noted. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was patient reported that in january of this year, they were told that their lead wire was dead and that the other lead was going dead as well. Patient reported that over the past 3 years they've had issues. Patient reported that the first time they were having problems they met with rep about 3 to 4 years ago and that they had met with them a couple of times. Patient said they did something and it straightened up (agent understood as patient was reprogrammed and was able to get stimulation therapy). Patient said that over the past 2 years they've had issues and had been back and fourth with the doctors to meet with representatives to make adjustments. Patient met with another rep and now they had been meeting with another rep and that they had been readjusted several times. Patient said that the rep gave them the last setting that they were on which was c (agent understood as group c) and that it only operated on one wire and if they moved a certain way, it would shut down (agent understood as stimulation therapy would stop) because the one wire was dead and the other lead was going dead as well as they had "x's all the way down" . Patient said that in the past 2 years it had been getting bad but it seemed to work out okay after being readjusted; until this last time where they tried to make the adjustments and it did not help anything at all and that was when they saw the lead was dead. Patient reported they were getting ready to have another surgery to get a new implant in late july of this year. Agent reviewed longevity information before the agent found out the issue with the leads. Agent documented the information provided.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2018, product type lead, product ID 977a275, lot# serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep stated they were not made aware of this event. The last time I spoke to this patient (they believe was in 2021) there were no suspected lead issues and stimulation coverage was satisfactory. Additional information was received from the rep. Date of notification (B)(6) 2024. Rep stated patient did not have coverage. Rep was not aware of new device surgery being scheduled. Cause for the high impedances/lead wire dead/stimulation shutting down is unknown. Issue has not been resolved. Patient still has the device.